Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, eccentric, de novo lesion located in the severely calcified, moderately tortuous right superficial femoral artery (sfa) with a 6.0x20/135 sterling balloon catheter. The sterling balloon catheter was advanced to the lesion over a v-18 guidewire. The balloon was inflated twice, 10 atms each, without any problems. On the third inflation, the balloon ruptured at 14 atms after being inflated for 60 seconds. The device was removed intact. Pre-dilation was completed with this balloon. The procedure was completed with the implantation of a 7x34mm wallstent rp, post-dilated by a 7.0x20mm sterling balloon catheter. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B) (6). (B) (4).